Event description:
It was reported that the pump declared an altitude alarm 21, and the issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl (27.7 mmol/l). The customer¿s insulin was suspended due to the altitude alarm, and the pump was within the validated operating altitude range. The speaker holes were obstructed, and the technical support team instructed the customer to remove the obstruction, clean the speaker holes, and reconnect the cartridge. However, the customer was unable to resume insulin or load a new cartridge at that time. The customer acknowledged the tips provided by technical support for preventing altitude alarms and planned to load a new cartridge when ready, with the understanding to follow up if the problem persists.